Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Evaluation revealed. The keypad is peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the verify screen with dim pink contrast. This report is made based on results of investigation completed on 07/14/2014.